Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement and intermittencies resulting in the decision to explant the device. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.there may have been a previous surgery to verify the placement of the device, but no details have been provided as of the date of this report, august 10, 2010.the manufacturer became aware upon receipt of the explanted device on august 6, 2010.

Manufacturer narrative:
(B)(4).